Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Visual inspection noted the device was found to be partially fired. The reload was loaded into a representative instrument and cycled without hesitation or binding and was applied to test media. All remaining staples were placed, test media was cleanly transected, and all sutures were cut. Functionally, the reload interlock was tested and found to function properly. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first and second firing in a sleeve gastrectomy, the firing of the device was not completed. Firing stopped distally during the firing. It was noted that there was poor staple formation. Surgeon opened another staple load and used clip applier to control bleeding.